Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "balloon was damaged" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the during the intraoperative examination, it was noted that the balloon was damaged. As a result, a new intra-aortic balloon (iab) was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the intraoperative examination, it was noted that the balloon was damaged. As a result, a new intra-aortic balloon (iab) was inserted at the same insertion site. There was no report of patient complications, serious injury or death.